Manufacturer narrative:
Submit date: 09/29/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they could not draw fluid into the syringe. The customer also stated that the syringe was difficult to aspirate.

Manufacturer narrative:
Submit date: 11/30/2017. Report number 1915484-2017-05056 was submitted on 09/29/2017 in error. After further review of the event description and the investigation findings, it was identified that the complaint was coded incorrectly and subsequently filed in error. The alleged issue is identified as a non-reportable event. Ninety-four packaged samples were received for evaluation and a complete investigation was performed. Visual inspection to the quality inspection standard was conducted and no issues were identified. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. All the syringe samples passed the leak testing. Therefore, the reported issue was not confirmed. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Following the review of the DHR and product trending results, the investigation concluded that the production of both lot 621407x and its product was found to be compliant with all manufacturing and quality regulations and requirements. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.